Event description:
During the procedure, four endeavor sprint rapid exchange (rx) drug-eluting stents were implanted as follows. An endeavor sprint 2.5 mm diameter x 12 mm length rapid exchange (rx) was implanted in the circumflex artery, an endeavor sprint 2.5 mm diameter x 20 mm length rapid exchange (rx) was also implanted in the circumflex artery, an endeavor sprint 3.0 mm diameter x 30 mm length rapid exchange (rx) was implanted in the left anterior descending artery and an endeavor sprint 2.5 mm diameter x 12 mm length rapid exchange (rx) was implanted in the diagonal artery. It is reported that the stents were fully expanded after deployment. All of the vessels exhibited stenosis and severe tortuosity. Approx one week post procedure, the pt passed away. It was reported that the pt died in his sleep. An autopsy was not performed. No other clinical sequelae were reported. Reference MFR report numbers 9612164-2011-00145, 9612164-2011-00147, and 9612164-2011-00148.

Manufacturer narrative:
(B)(4). Results: other (root cause of the event cannot be determined based on info available), (death).